Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 98 machine, described as a deviation between machine uf volume and patient weight loss. The "actual weight loss 0.2 - 0.4 litre more than machine uf volume". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.